Event description:
Per independent repair center statement, the units alarm would not function. The key failure was the pe valve was leaking. Additional malfunctions include the brass barb connector was broken/leaking, the power switch for the control had a short circuit, the inlet filter was dirty, the zip ties for the pe valve were replaced, and the check valve was leaking.